Event description:
Reportedly, after surgery, a small amount of bleeding was confirmed. During the 2 days after the surgery, an ultrasound and CT scan were performed which confirmed that blood collected in the thoracic cavity and the lung was deflated. The surgeon inflated the lung and drained the chest using drainage tube and the bleeding was stopped. The surgeon thinks that the bleeding may have been from the intercostal artery. Procedure: radiofrequency ablation, pt sex: unk.

Manufacturer narrative:
Report sent: 08/04/2006.